Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during support it was noted that the insertion site to the left groin was oozing, it was dressing and re-enforced. Additionally, the next day, it was noted that the site was stable. However, the patient received 1 unit of packed red blood cells (prbc). The pump was successfully weaned and explanted.

Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed. Instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.